Event description:
In 1991, (2) screw in epicardial electrodes implanted to bipolar electrode implanted to bipolar vvir pacemaker that was located in abdomen. At implant, sensing was >25.0 mv. Since then, sensing has deteriorated and was noted to be marginal 1.25-2.5mv, in 05/03. Capture implant 1 lead impedances implant =1393 ohms. To a low on 07/03 = 815 ohms. Battery reached elective replacement 6/04. At that time recommended to implant new system. In 2004, new vantricular lead was implanted via right axillary vein capped off epicardial leads.